Manufacturer narrative:
Conclusion code (B)(4) was updated to (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter, model# 8784, serial# (B)(4), found damage to the catheter transition tube and the collet was not fully locked in place. The analysis interrogation report indicated the patient received gablofen (500.0mcg/ml, programmed to minimum rate).

Event description:
The pump was returned for routine analysis with no complaint from the field. The pump was removed due to the patient having an adverse reaction to gablofen. The indication for use was intractable spasticity and cerebral palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.